Manufacturer narrative:
The device is in the process of being returned. Upon receipt of device and completion of evaluation a follow up MDR will be submitted.

Event description:
Per the information provided, the microtip was removed from the patient and placed on the mayo stand. The needle separated from the microtip and fell onto the stand. There was no harm, injury, or complication to the patient caused by the failure.